Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the device was outside of clinical use. It was reported that the host pc memory was faulty. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the one memory of host pc post failed. The defective host pc was returned to failure analysis and was not able to confirm the failure. Fse replaced the host pc. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc memory was faulty. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.